Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked reservoir tube lip and cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the down arrow button was unresponsive. The customer's blood glucose was 140 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer stated that there was fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.